Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due double counting and the field representative called for review of device data. Technical services (ts) noted they did not have visibility to the event however, noticed that smart pass was disabled due to a significant change in morphology. The device is programmed to primary 2x gain and the amplitude looked decent. Ts thought it could be due to bundle branch block (bbb). The field representative sent in the information from the event and confirmed it appeared to be intermittent bbb. Additionally, it was noted the patient had bradycardia. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due double counting and the field representative called for review of device data. Technical services (ts) noted they did not have visibility to the event however, noticed that smart pass was disabled due to a significant change in morphology. The device is programmed to primary 2x gain and the amplitude looked decent. Ts thought it could be due to bundle branch block (bbb). The field representative sent in the information from the event and confirmed it appeared to be intermittent bbb. Additionally, it was noted the patient had bradycardia. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field d4 model number and catalog number.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due double counting and the field representative called for review of device data. Technical services (ts) noted they did not have visibility to the event however, noticed that smart pass was disabled due to a significant change in morphology. The device is programmed to primary 2x gain and the amplitude looked decent. Ts thought it could be due to bundle branch block (bbb). The field representative sent in the information from the event and confirmed it appeared to be intermittent bbb. Additionally, it was noted the patient had bradycardia. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.